Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room after experiencing a syncopal event. The emergency room noted the patient's heart rate to be in the 40 beat per minute range and was questioning if the pacemaker was functioning appropriately. Boston scientific technical services (ts) discussed having a field representative come out and interrogate the device. The field representative noted they do not recollection getting called to come out and perform an interrogation. The pacemaker remains in service and no additional adverse patient effects were reported.